Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, half height cubie was failed and not detected on bus. The customer reported there was a burn spot on the tray. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A supplemental smdr was submitted to capture that there was no evidence for thermal event found while investigated. Correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was not detected on the bus. A field service engineer (fse) investigated a report that a spot on tray c of half-height drawer 2.1 would accept a pocket. A small pill was found jamming the space and it was cleared. Carbon residue from the solenoid was also noted and cleaned. Additionally, the hard stop release lever was found broken and was replaced with a new one. Service was restored, and hardware test application (hta) tests were performed on the device and storage space, confirming proper operation. No thermal evidence was found. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, half height cubie was failed and not detected on bus. The customer reported there was a burn spot on the tray. There were no adverse events or injuries reported based on this event.